Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), no communication pump to transmitter. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1780kpk.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed displacement test. Pump error 63 alarm noted during self test. Unit was downloaded successfully using (thump software). Pump error 63 was recorded in download history files, file= (B)(4)/line= (B)(4). Per software engineer log, pump error 63 was caused due to the rf chip initialization error. Pump error 4 was also recorded as a secondary error and is the consequence of the error 63. Unit was programmed with test transmitter link (guide link3). The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump and test transmitter/sensor calibrated successfully. Mg/dl were successfully transfer and display the calibrate your sensor alarm properly after completion of the warmup. A calibration value was manually entered, and unit display the programmed value properly on the display graph. The pump was left alone for 2 days, and then smartguard was turned on. The pump did go into auto mode displaying the smartguard shield on the home screen. No transmitter anomalies were noted. Pump pair device feature connection is working properly. Unit was also received with battery tube threads - cracked, cracked case-corner of belt clip rails, label damage, cracked case (battery tube), cracked case on battery side, scratched case, pillowing keypad overlay, keypad overlay peeling and missing display window/cover. In conclusion, customer allegations for transmitter anomalies were not confirm during testing. Unit and transmitter communicated properly during testing. However, due to pump error 63 during self test isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.